Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported an over infusion of heparin. There was no patient harm. No event details were provided. The customer is ruling out a user programming error.

Manufacturer narrative:
The report of a heparin over infusion could not be confirmed. Physical inspection showed a sticky sear; however this is believed to be incidental and is not suspected to have contributed to the reported incident. The sear would only stick when moved to its maximum travel position and the door could not be closed when stuck in this state. The sear did not stick under normal operating conditions. The pcu event log shows that heparin low (cardiac/acs) 25000 unit / 250ml was programmed on (B)(6) 2018 at 8:34am at a primary rate of 12.72ml/hr with a vtbi of 200ml. The infusion was started with a bolus dose of 47.17unit/kg (weight 106 kg) for a duration of 30 minutes (rate=100ml/hr) and vtbi of 50.0002ml. The infusion was performed with an override of a soft guardrails alert that the dose was below the limit of 900unit/min. The bolus dose was stopped and then reprogrammed. The volume infused when stopped was recorded at 4.818ml. The dose was not changed but the duration was changed to 60 minutes. This decreased the rate to 50ml/hr with a new vtbi of 50ml. The reprogrammed bolus dose completed an hour later as expected and the pump module transitioned to the primary infusion with the rate at 12.72ml/hr and the remaining vtbi at 145.13ml. The pvi (primary volume infused) was recorded at 54.89ml when the bolus infusion completed. The device alarmed for occlusion patient side at approximately 10:19am and the infusion was restarted at 10:21am. The infusion was turned off at 10:25am and the system turned off a few seconds later. The pvi was recorded at 64.097ml when the infusion was terminated. Rate accuracy testing results were within specification. The intended heparin infusion parameters were not provided. The incident disposable set was not returned. The root cause for the reported heparin over infusion could not be identified.

Event description:
The customer reported a heparin over infusion while further stating that they are trying to determine if the event was caused by a programming error performed by the user. There was no patient harm.

Manufacturer narrative:
Correction to h.10. Disregard h10 investigation report entry from supplemental report # 2. The report of a heparin over infusion could not be confirmed. Physical inspection showed a sticky sear; however this is believed to be incidental and is not suspected to have contributed to the reported incident. The sear would only stick when moved to its maximum travel position and the door could not be closed when stuck in this state. The sear did not stick under normal operating conditions. The pcu event log shows that heparin low (cardiac/acs) 25000 unit / 250ml was programmed on (B)(6) 2018 at 8:34am at a primary rate of 12.72ml/hr with a vtbi of 200ml. The infusion was started with a bolus dose of 47.17unit/kg (weight 106 kg) for a duration of 30 minutes (rate=100ml/hr) and vtbi of 50.0002ml. The infusion was performed with an override of a soft guardrails alert that the dose was below the limit of 900unit/min. The bolus dose was stopped and then reprogrammed. The volume infused when stopped was recorded at 4.818ml. The dose was not changed but the duration was changed to 60 minutes. This decreased the rate to 50ml/hr with a new vtbi of 50ml. The reprogrammed bolus dose completed an hour later as expected and the pump module transitioned to the primary infusion with the rate at 12.72ml/hr and the remaining vtbi at 145.13ml. The pvi (primary volume infused) was recorded at 54.89ml when the bolus infusion completed. The device alarmed for occlusion patient side at approximately 10:19am and the infusion was restarted at 10:21am. The infusion was turned off at 10:25am and the system turned off a few seconds later. The pvi was recorded at 64.097ml when the infusion was terminated. Rate accuracy testing results were within specification. The intended heparin infusion parameters were not provided. The incident disposable set was not returned. The root cause for the reported heparin over infusion could not be identified.

Event description:
The customer reported a heparin over infusion while further stating that they are trying to determine if the event was caused by a programming error performed by the user. There was no patient harm.

Event description:
The customer reported a heparin over infusion while further stating that they are trying to determine if the event was caused by a programming error performed by the user. There was no patient harm.

Manufacturer narrative:
The report of a heparin over infusion could not be confirmed. Physical inspection showed no anomalies. (Confirm this when fi revised for different device received.) The pcu event log shows that low (cardiac/acs), 25000 unit/250ml was programmed on (B)(6) 2018 at 8:34am at a primary rate of 12.72ml/hr with a vtbi of 200ml. The infusion was started with a bolus dose of 47.17unit/kg (weight 106 kg) for a duration of 30 minutes (rate=100ml/hr) and vtbi of 50.0002ml. The infusion was performed with an override of a soft guardrails alert that the dose was below the limit of 900unit/min. The bolus dose was stopped and then reprogrammed. The volume infused when stopped was recorded at 4.818ml. The dose was not changed but the duration was changed to 60 minutes. This decreased the rate to 50ml/hr with a new vtbi of 50ml. The reprogrammed bolus dose completed an hour later as expected and the pump module transitioned to the primary infusion with the rate at 12.72ml/hr and the remaining vtbi at 145.13ml. The pvi (primary volume infused) was recorded at 54.89ml when the bolus infusion completed. The device alarmed for occlusion patient side at approximately 10:19am and the infusion was restarted at 10:21am. The infusion was turned off at 10:25am and the system turned off a few seconds later. The pvi was recorded at 64.097ml when the infusion was terminated. The root cause for the reported heparin over infusion could not be identified.

Event description:
The customer reported a heparin over infusion while further stating that they are trying to determine if the event was caused by a programming error performed by the user. There was no patient harm.